Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that their front teeth are not aligned with each other. One is slightly lower than the other because their one side of their mouth is moving slower than the other side. Requested additional information and photos to evaluate current alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.